Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 65-year-old male with cardiomyopathy, presenting in scai shock stage c, was supported with an impella cp device inserted via the right femoral artery. The device functioned as intended at p-8, providing 4.5 l/min of flow, with d5w sodium bicarbonate utilized in the purge solution. During support, limb ischemia was identified in the access limb, initially noted after placement despite confirmation of distal flow via contrast injection through the sheath sidearm. Subsequently, loss of pulses occurred, and limb ischemia was diagnosed clinically. The ischemia was attributed to the impella sheath, which had not been peeled away following insertion. There were no reported vessel abnormalities, introducer damage, or contributing conditions, and anticoagulation parameters (act 160¿180 seconds) were maintained appropriately. The cp device was explanted and patient was bridged to impella 5.5 device was implanted via the right axillary/subclavian artery to provide increased and longer-duration hemodynamic support. Following removal of the femoral impella cp and sheath, limb perfusion was restored and the ischemia resolved. The patient survived the procedure and remained stable, continuing on impella 5.5 support. The reported event was determined to be related to vascular access complications rather than device performance.